Event description:
It was reported that patient underwent a right total hip arthroplasty to implant a custom triflange acetabular component on (B)(6) 2011. Subsequently, patient was revised on (B)(6) 2014 due to acetabular osteolysis. The custom triflange was removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "sensitivity reactions in patients following joint replacement have rarely been reported.'

Event description:
It was reported that patient underwent a right total hip arthroplasty to implant a custom triflange acetabular component on (B)(6) 2011. Subsequently, a revision procedure to replace the triflange component has been indicated. There has been no revision procedure to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.